Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer mentioned motor error alarm. The customer's blood glucose was 78 mg/dl at the time of incident. The customer performed plunger push and the insulin pump did not exit. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated one opened/used reservoir, inspected reservoir, snap-cap, and septum for anomalies; none were found. Ran occlusion test reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into pump, performed manual prime and visual fluid flow through infusion set and out catheter tip. Conclusion: reservoir not occluded.